Event description:
Info received indicates the ground pin is loose on the power cord plug, causing the bed to have a high ground reading.

Manufacturer narrative:
The tech replaced the power cord plug to repair the bed.